Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional incarcerated hernias. It was reported that after implant, the patient experienced infection, mesh failure, chronic draining sinus tract mucopurulent fluid not amenable to antibiotics, fat necrosis, recurrent cellulitis, abdominal adhesions, and mesh fused to small intestine with erosion. Post-operative patient treatment included removal surgery.